Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to clinic with low speed advisory alarms and pump off alarms. Short to shield was confirmed. A log file analysis confirmed multiple low speed advisories and pump stops on (B)(6) 2021 while the patient was connected to the mobile power unit (mpu). Log files also captured several no external power and low power events on (B)(6) 2021 which were caused by power to the mpu being briefly interrupted. No interruption of pump support was noted during these events. The patient was given a power module to replace the mpu and was placed on a new ungrounded patient cable. A percutaneous lead repair occurred without complications on (B)(6) 2021. The patient reported they continued to experience alarms and low speed advisories when on the grounded cable. The patient was receiving the alarms while repositioning in bed. It was recommended that the patient use only the unshielded patient cable and/or batteries.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline did not confirm an issue that could have contributed to the reported driveline fault alarms; however, the abnormal pump operation captured in the submitted log file appeared consistent with potential driveline wire compromise. The submitted log file revealed that the motor stopped several times on (B)(6) 2021 while connected to the power module. No pump stops were captured while connected to the 14 v li ion battery. No other atypical events or alarms were captured. Based on similarly reported events, the log file appears consistent with a compromised wire within the patient¿s driveline; however, a specific cause for the events cannot be determined through the evaluation of the returned driveline. Electrical continuity testing of the replaced driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27may2014. The heartmate ii lvas instructions for use (IFU), rev. H and the heartmate ii patient handbook rev. G are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number 2916596-2021-06364.

Event description:
It was reported that the patient presented to clinic with low speed advisory alarms and pump off alarms. Short to shield was confirmed. A log file analysis confirmed multiple low speed advisories and pump stops on (B)(6) 2021 while the patient was connected to the mobile power unit (mpu). Log files also captured several no external power and low power events on 09oct2021 which were caused by power to the mpu being briefly interrupted. No interruption of pump support was noted during these events. The patient was given a power module to replace the mpu and was placed on a new ungrounded patient cable. A percutaneous lead repair occurred without complications on (B)(6) 2021. The patient reported they continued to experience alarms and low speed advisories when on the grounded cable. The patient was receiving the alarms while repositioning in bed. It was recommended that the patient use only the unshielded patient cable and/or batteries.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.